Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Customer expressed dissatisfaction of j&j product via twitter. Patient's struggling since 2013. Patient walks through the help of walker. It was reported that the patient had a vehicular accident damaging right hip bone in 1996 and had a hip transplant. Patient had a check up on 2013 and found out that the rod had reacted. Patient had several surgeries to overcome infection, no hip bone and walk through walker. The product had put patient in life in danger. Clinical visit reported patient complaint of pain and swelling of his right hip. Radiology reported aseptic loosening of femoral component with expansile lytic lesion of proximal femur. Digital subtraction angiogram revealed increased vascularity of the trochanteric area. Patient underwent right proximal femur resection and revision total hip replacement with lps proximal femur. Operative note reported right proximal femur along litic lesion. Soft tissue clearance was done and acetabular old cup was left in site and stable. A porous stem ste 13.5 of lps along with lps synetal component 65m proximal femur trochanteric body lps with ceramic femoral head 28m was used. Doi: (B)(6) 1996; dor: 2013; right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.